Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device. Nodule in uce of left breast, not device related. This relates to the left device.

Event description:
Physician reporting capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device. Nodule in uce of left breast, not device related. This relates to the left device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.